Event description:
It was reported "during the procedure according to IFU, the md found the continuous bleeding(suspected one way valve abnormality). So the md opend up the new kit to finish the procedure." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number of the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Re-turned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number for the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied 30cc driveline tubing was noted connected to the short driveline tubing. The bladder was fully unwrapped. A dried yellow media was noted on the exterior surface of the sample. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the md found the continuous bleeding (suspected one way valve abnormality)" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the procedure according to IFU, the md found the continuous bleeding(suspected one way valve abnormality). So the md opened up the new kit to finish the procedure." The patient's current condition is reported as "fine".